Manufacturer narrative:
Evaluation of the biorapter knotless suture anchor device was not possible, as the device is not being returned. Review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. Due to this fact, we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time.

Manufacturer narrative:
The device was marked as available for evaluation. Although anticipated, the device has not yet been received. (B)(4).

Event description:
During a hip labral repair procedure using a bioraptor knotless suture anchor, it was reported that approximately 4-5mm of the inserter tip broke inside the anchor. The surgeon prepared the hole and tapped the anchor into the site. When he had finished tightening and pulled the inserter out, the distal end snapped off and remained in the anchor. The surgeon removed the metal piece out of the anchor using some forceps (manufacturer unknown). The fixation was adequate. The patient's bone quality was normal. There were no reports of patient injuries or complications.